Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found in specification in relation to the customer reported system error 345 which was not reproduced. Evaluation inspected the device and found the upstream thermistor to be operating within normal range from the downstream thermistor during testing. A review of the event history log identified system error 345 messages. The reported condition was verified. Per service procedure the ultrasonic sensor was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The problem was found during programming/setup in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.